Manufacturer narrative:
The impella passed all post sterile inspection checks. No product was returned. The cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position by the patient during the transport.

Event description:
It was reported that a patient implanted with an impella cp migrated to the mitral valve. Repositioning was not possible so the pump was explanted. No patient harm was reported.